Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38x3.5mm target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 38x3.50mm promus premier drug-eluting stent was advanced for treatment. However, it was observed that the proximal end of the stent struts were lifted due to scratch in the proximal end of the lad. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38x3.5mm target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 38x3.50mm promus premier drug-eluting stent was advanced for treatment. However, it was obseved that the proximal end of the stent struts were lifted due to scratch in the proximal end of the lad. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal stent struts, with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured within the maximum crimped stent profile measurement. Stent damage most likely occurred when a stent strut was caught in calcification. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.